Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 16 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 5th of 6 related incidents. The following information was provided by the initial reporter: "type of incident/problem: malfunction - during or after use level of harm: no apparent harm - reached patient/person, inconvenient. Problem of not plunging... Issue of air locked/not plunging".

Manufacturer narrative:
H6: investigation summary: one sample from batch 2024137 was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution, it did not expel solution due to clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided batch number 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that 16 bd safetyglide¿ needles were blocked during use. This complaint was created to capture the 5th of 6 related incidents. The following information was provided by the initial reporter: "type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Problem of not plunging... Issue of air locked/not plunging".